Event description:
It was reported that balloon rupture occurred. A 7.0 x 80, 75cm mustang¿ balloon catheter was selected to dilate the target lesion. Upon the second inflation, the balloon ruptured. The device was completely removed from the patient without unusual resistance. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 80, 75cm mustang¿ balloon catheter was selected to dilate the target lesion. Upon the second inflation, the balloon ruptured. The device was completely removed from the patient without unusual resistance. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: no issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from 3mm distal to the distal edge of the proximal markerband and it extended distally for 8mm along the balloon. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the tear. A visual and microscopic examination found no issue with the profile of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).